Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex esophageal distal release covered stent was to be used to treat a stricture due to cancer in the esophagus during a stent placement procedure performed on (B)(6) 2018. According to the complainant, during stent deployment, the delivery system kinked and the stent was deployed above the upper esophageal sphincter (ues). The procedure was completed with a different device. It was not reported if or how the misplaced stent was removed from the patient. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.